Manufacturer narrative:
Patient medications include aspirin, norvasc, avapro, pradaxa, metoprolol, vitamin d, metformin, colchicine, lipitor, multi vitamins, and allopurinol. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and surgical conversion.

Event description:
On (B)(6) 2010, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Between 2010 and 2014, monitoring by computed tomography scan confirmed persistent type I and type ii endoleaks. Multiple attempts to treat the endoleaks during this time had been unsuccessful. On (B)(6) 2014, the excluder trunk was explanted with an aortic transection proximal to the trunk. The excluder® limbs were left in place. The physician reportedly could not confirm the presence of a proximal or distal type I endoleak. However, the physician did note distal bleeding coming in from the left side, which was suspected to originate from the left lumbar artery. A maquet hemagard bifurcated graft was cut down and implanted. The physician sewed the hemagard to the distal excluder limbs bilaterally. The type ii endoleak were resolved, and the patient tolerated the procedure.